Manufacturer narrative:
Device evaluation update: g3, g6, h2, h3, h6 and h10 results of investigation: vyaire medical was unable to confirm and duplicate the issue. As per notes on case (B)(4) , the leak was traced to the life block, which was later stopped by tightening the "connector". Root cause of failure was not determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device was not returned yet.

Event description:
The customer reported to vyaire medical that the bellavista1000 us had a persistent 130 - "high leakage" alarm. Furthermore, there was no information for patient associated with the reported event.